Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted on (b)(6) 2026. It was indicated that the patient entered BG values outside the 40-400 mg/dL (2.2-22.2 mmol/L) range, which is misuse of the device. On 07/09/2026, in the morning, the patient's CGM displayed a "LOW" reading and a glucose value of 51 mg/dL. In response, the patient self-treated with juice. Following treatment, the CGM value increased to 149 mg/dL. Despite the reported CGM reading, the patient experienced symptoms including upset stomach, fatigue, facial flushing, and frequent urination. The patient then obtained a BG meter reading of 409 mg/dL and decided to seek medical evaluation in the emergency department. Upon presentation to the emergency department, BG measurements were reportedly between 400 mg/dL and 409 mg/dL, while the CGM continued to display "LOW." The patient was treated with intravenous (IV) fluids and remained under observation until BG levels reportedly returned to a normal range. The patient was discharged from the emergency department in less than 24 hours. At the time of the report, the patient stated that she was "fine." Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.